Manufacturer narrative:
Internal reference: case (B)(4). Results of investigation: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation was initiated.

Event description:
It was reported that before surgery, one (1) motor drive unit hand cntrl gets hot. The procedure was performed, without any delay, using a similar s+n back-up product. No further complications reported.